Manufacturer narrative:
The complaint investigation for falsely depressed calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review by did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 03l79 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. As part of the troubleshooting the sample was retested and generated higher results. Sample was also repeated on another instrument and result was within normal range. Based on our investigation, no systemic issue or deficiency with the calcium assay for lot 62202un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results generated on the architect c8000 processing module for one patient. The results were questioned. The customer repeated and the results were higher. The following data was provided: sid (B)(6) processed (B)(6) 2023 initial result = 0.529. Repeat results = 2.76, 2.75, 2.72, 2.75, 2.75 repeated on another instrument = 2.75. Uom = mmol/l. Reference range = 2.15 mmol/l to 2.60 mmol/l no impact to patient management was reported.